Event description:
The fastener used to complete the bone screw/spinal rod construct was tightened by improper technique during the final tightening. This resulted in the breakage of the wedge component that secures the spinal rod to the screw. The broken wedge was removed from the construct without incident and replaced. This incident was determined to be a surgeon training issue. The surgeon was counseled on the report technique.